Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter; however, the evaluation has not yet been performed. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a malfunction of the phm (pumphead module) stop key does not work. It is unknown when this condition occurred. According to the hospital representative, no patient injury, adverse event or medical intervention had been reported related to the device. No additional information is available.